Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - this was a revision of a previous case. Only the insert was removed. The reason is unknown.